Manufacturer narrative:
The company rep examined the system and could not duplicate the boot-up issue. However, system messages (sm) "abnormal system shutdown" and "corrupt/missing file" were found in cpu (central processing unit), completed configuration and software installation, and transferred the dr settings from another system. The system was then tested and met product specifications. The host cpu was received for in-house investigation. The root cause is unk at this time. (B)(4).

Event description:
A customer reported that their system is not booting up consistently and the screen goes black when the system is running. This event occurred during surgery. A second system was used to complete the procedure. There was no pt harm.